Manufacturer narrative:
The complaint device was not returned for investigation. Unused cartridges returned; therefore, failure investigation cannot be performed. If the complaint device is ultimately received, a follow up report will be submitted.

Event description:
Received info that the pt line separated from the luer lock. Customer's blood glucose level was 14 gm/dl. Per customer, this blood glucose level is "good".